Event description:
It was reported that the patient's left extension was explanted and replaced due to a visible fracture in the wire seen on the x-ray. The contributing factor suspected was that the patient was flipping their battery externally. The surgeon suspected this due to the visible twisting of the extensions. Impedances were taken, and all impedances related to the left side were high, indicating a broken extension. The extension was replaced. All impedances were normal after replacement, and the issue seems resolved now. The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #:(B)(6), ubd: 09-sep-2023, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.